Event description:
It was reported that this pacemaker was part of the system revision due to infection and pocket erosion. Reportedly, the patient did orange picking but the implant site became irritated and swollen due to shoulder bag friction. Furthermore, the pacemaker was exposed. No adverse patient effects were reported. The pacemaker was explanted.